Manufacturer narrative:
Unit passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms were noted.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was unknown at the time of incident. The customer reported occluded or site/set issues. Insulin flow blocked. Offered high blood glucose troubleshoot then it is declined. The customer was advised to revert to back-up plan. The insulin pump will not be returned for analysis.